Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that the onetouch verio iq meter is giving an error 1 message. The patient reportedly does not take any diabetes medication to manage her diabetes. The patient stated that on the day of the call, she developed symptom described as "fell in hypoglycemia" 10 minutes after receiving the error 1 message. The patient did not receive any medical intervention to suggest a serious injury at the time of concern. The error 1 issue was not resolved during troubleshooting. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient reportedly had hypoglycemic symptom 10 minutes after the error 1 issue began.